Manufacturer narrative:
Updated serial number (sn) to (B)(6) per confirmation from good faith effort (gfe) that this is the correct sn. Serial number ((B)(6)) manufacture date was confirmed and updated.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and a field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix indicating that the central screens were ¿frozen¿. Based on the information available and the testing conducted, the cause of the reported problem was due to software defects and enhancements per fco86201964. The system was confirmed "frozen" as no alarms and waves were showing at the central station. The remedy to fco86201964 was to install pic ix c.03.08 to the system. The reported problem was confirmed. The device was operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported central screens are "frozen", alarms from monitors could not be heard.